Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). This issue was reported to a livanova field service representative during an on-site visit. The service representative tested the device and was able to reproduce the error code. The reported error referred to a faulty temperature sensor on the patient side. The temperature sensor was replaced and calibrated. Preventive maintenance was completed and subsequent functional verification testing did not identify further issues. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t displayed an error message during maintenance. There was no patient involvement.